Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 440 mg/dl and 400 mg/dl and the low blood glucose level was 40 mg/dl and 45 mg/dl. The customer declined troubleshooting for high as well as low blood glucose level. The customer was treated with insulin pump for high blood glucose level and drank orange juice for low blood glucose. The insulin pump will not be returned for analysis.